Manufacturer narrative:
The customer returned 1 test strip and it was tested using a retention meter and retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable low inr result from a coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. At 9:30 am the meter result was 2.3 inr. At 9:30 am the laboratory result was 3.4 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The result in question was reported to the customer's clinician. The laboratory result was deemed to be correct. There was no allegation of an adverse event. Based on a meter result of 3.5 inr on (B)(6) 2019, the customer withheld their coumadin dosage for a day.